Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional specified the right side had capsular contracture baker grade iii. ¿patient began complaining of pain a few months following surgery. The implant was clearly tightening and was misshapen due to the capsular contracture.¿ the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be capsular contracture unknown baker grade. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. The device remains implanted.